Event description:
Pt instrumented with pangea pedicle fixation experienced slipping of the polyaxial screw on the rod following fusions to the upper or lower lumbar spine. According to the surgeon, it is not yet clear if pt will need revision surgery. This is one of three reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.